Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis: odontoid fracture, atlanto-axial dislocation. For which patient underwent, posterior cervical reduction, internal fixation surgery. Intra-op, at the end of the surgery, the cable had breakage after the physician fixed and cut the cable. The physician had to use steel wire reinforcement to complete the surgery successfully. The product was implanted in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.